Event description:
It was reported that during a shoulder arthroscopy, the ceramic part of the unit, was detached from the probe and fell into the pt's articulation. The surgeon had to use forceps to extract the ceramic part.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.